Manufacturer narrative:
Additional information: h4, h6, h11. H4: the lot was manufactured between october 12-16, 2023. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was no fluid flow through a large volume folfusor. This flow issue was described as, ¿does not seem to have worked and remained full until removal¿. The device was filled with ropivacaine 2mg/ml. There was no report of patient injury or medical intervention associated with this event. No additional information is available.